Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is primarily related to the cup mispositioning (too ulnar) which led to overstress on the prosthesis and premature wear of the pe liner. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2021. Subsequently, on (B)(6) 2025, the patient reported pain and thumb blockage and underwent a revision surgery on (B)(6) 2026, due to polyethylene liner breakage.